Manufacturer narrative:
H.6. Investigation: investigation summary: samples were evaluated and tested and upon completion, no issues were observed relating to overfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain and customer samples, the indicated failure mode for overfill with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that two bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes experienced overfill during use. The following information was provided by the initial reporter: it was reported that during r&d testing in bd franklin lakes, instances were identified where the tube draw volume was outside of the specifications. Draw volumes were above 2.2ml (2.21 & 2.23ml) event description per initial reporter email states, during r&d testing, we have identified instances where the tube draw volume was outside of our specifications. The specific product sku and batch numbers where this occurred are listed below. Event date: (B)(6) 2019, awareness date: 12 jun 2019, catalog #: 367841, batch #: 9065784, observation: draw volumes above 2.2ml (2.21 & 2.23ml).

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes experienced overfill during use. The following information was provided by the initial reporter: it was reported that during r&d testing in bd franklin lakes, instances were identified where the tube draw volume was outside of the specifications. Draw volumes were above 2.2ml (2.21 & 2.23ml) event description per initial reporter email states, during r&d testing, we have identified instances where the tube draw volume was outside of our specifications. The specific product sku and batch numbers where this occurred are listed below. Event date, awareness date, catalog #, batch #, observation. On (B)(6) 2019, 12 jun 2019, 367841, 9065784, draw volumes above 2.2ml (2.21 & 2.23ml).